Event description:
During a routine terminal aneurysm's embolization of right internal carotid artery, and at the end of the procedure, the doctor tried to put a orbit complex fill 5x10 coil, but when he was pushing, the device felt weird , so the physician decided to withdraw the coil. Another similar coil was introduced (same characteristics and lot #), and observed a spontaneous detachment of the coil, without had applied any type of force. It was noted that the coil´s marks never approached to proximal marks from the prowler select lp. When the pusher was removed, a coil´s segment stayed inside the aneurysm. The complication was handled with clopidogrel and aspirin. Until now the patient has not had thromboembolic events, and his recover has been as usual. Additional information indicated that all the products were stored, prep, and handled per labeling instructions. The first coil had too much friction, but the coil was not stretched. After the delivery system was removed there were no damages noticed on the delivery system or coil. For both devices, a constant and dedicated saline source was utilized with all the devices/microcatheter.

Manufacturer narrative:
The microcatheter utilized with the coils was a prowler select lp (unknown catalog and lot number). After the event, the same microcatheter was utilized to complete the procedure, since the device was not damaged. During the procedure, the first coil had resistance/friction during insertion, but no additional force was utilized to advance the device. For the second coil system, a dcs syringe was utilized to prep and detached the coil. The syringe was utilized with three other coils. All the products were stored, prep, and handled per labeling instructions. The second coil prematurely detached, but pressure was not applied accidentally with the dcs syringe. Resistance occurred during advancement of the coil through the microcatheter. Other than the piece that remained in the patient, the remainder of the coil was removed from the patient. During the procedure, the coil was not left in the aneurysm, while the microcatheter was repositioned. After the coil detached, attempts were made to remove the coil, which cause a piece being left outside the aneurysm. After the coil delivery system was removed from the patient, no portion of the coil remained in the delivery system. The current patient condition was fine. Additional information will be submitted within 30 days od receipt.

Manufacturer narrative:
During a routine coil embolization of a terminal right internal carotid artery aneurysm, at the end of the procedure when pushing the 5x10 trufill orbit complex fill coil through the prowler select lp microcatheter "it felt weird" so it was withdrawn. It was further reported that there was a lot of friction; no additional force was utilized to advance the device and the coil was not stretched. There were no damages to the delivery system upon removal. Another coil of the same catalog and lot number was introduced. The coil spontaneously detached without any type of applied force and no pressure increase to the dcs syringe. There had been resistance during advancement of the coil through the microcatheter. The detachment occurred prior to the coil's markers had approached the proximal markers on the prowler select lp microcatheter. The microcatheter had not been repositioned over the coil. After the coil detached, attempts were made to remove the coil, which resulted in a segment of the coil in the aneurysm and protruding out of the aneurysm. There was no portion of the coil on the delivery system when removed. The same prowler select lp was used to complete the procedure with report of no damages to the microcatheter. The complication was treated with clopidogrel and aspirin. It was reported that the patient has not had any thromboembolic events and the recovery has been as usual. The current patient condition was reported as being fine. It was reported that all products were stored, prepped, and handled per labeling instructions and an adequate continuous flush was maintained through the microcatheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13469675 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including embolic coil attachment pull test and embolic coil detachment pressure. The delivery system of the orbit coil that prematurely detached is not available for analysis and the coil remains implanted. It was reported that resistance was encountered during advancement of the coil system prior to the event. The instructions for use (IFU) cautions to never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of the resistance under fluoroscopy. These manipulations of the delivery tube against resistance may cause damage and/or premature detachment of the embolic coil. Based on the available information and without the return of the delivery system for evaluation, no conclusion can be made regarding the reported premature detachment resulting in protrusion of the coil into the parent vessel. With review of the device history records, there is no indication that the event is related to the manufacturing process. Procedural factors may have impacted the event. Therefore, no corrective actions will be taken at this time.